Manufacturer narrative:
Insulin pump received with detached end cap, cracked reservoir tube lip, cracked battery tube threads, address serial label missing, missing end cap sticker and corroded battery tube. Unable to perform displacement test due to detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the insulin pump had cosmetic damage. Customer stated that they insulin pump was broken. No harm was required during medical intervention. The insulin pump will be returned for analysis.